Manufacturer narrative:
The customer has a proactive procedure implemented to verify unexpected results prior to reporting results out of the laboratory, thereby preventing potential risk to patient safety. All patient sample results are subject to a delta check system review process that would trigger repeat analysis if necessary. The instrument is currently performing within the qc specifications. Service was not dispatched for this event. A root cause for this event has not been determined.

Event description:
A customer was contacted via accutni customer contact program and reported to beckman coulter, inc. (Bci) a recent occurrence of non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. It is unknown if the results were reported out of the laboratory. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.